Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, battery out limit, low battery or failed battery test alarms were noted. Compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. Motor error alarm could not be verified, due to alarm. Motor passed motor test. The device was also received with bleeding lcd glass, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump was alarming with a failed battery test. Customer's blood glucose was 350 mg/dl, which was treated with the insulin pump. The issue was not occurring at the time of the call and the customer stated he did not believe all of the failed battery tests were registering in the alarm history. Customer also stated that when priming he would receive a motor error 40 percent of the time. Customer was advised the device would be replaced and agreed to return the product for analysis.